Event description:
While transferring a pt utilizing a mechanical lift, the strap on the lift sling broke resulting in the resident falling to the floor. While transferring a resident using a mechanical lift, the sling strap broke resulting in the pt falling to the floor sustaining fractures.